Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, the catheter got stuck in the dispenser coil. At a later date, it was discovered that the catheter had fractured at the shaft. There were no complications or interventions reported with this event.

Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated 26 september 2006 stating device was received with a fracture at the shaft of the catheter. As received, the unit was broken 7.1 cm from the proximal end of catheter. A full dimensional check could not be carried out as damage to the unit prevented measurements from being taken. However, the dimensional inspections which were carried out were in specification. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating, no coating damage was evident. There are no other complaints reported for this batch of devices. CAPA was opened on 10th october 2005 as there was an increase noted in complaints where unpreferred method of flush was used. The proximal flushing port was removed in 2006. This will allow for flushing to be carried out only through distal port. Additional information regarding the complaint was requested and from the answers received, it can be determined that the catheter was checked when removed from the packaging. Flushing was carried out, but it is not known which port was flushed. Difficulty was not experienced removing the catheter and the cathere did not fracture. Upon analysis for the returned unit the catheter was broken 7.1 cm from the proximal end. As the questions were not fully answered, it is unk whether the instructions per the dfu were adhered to. As per the dfu, before removing the catheter from the dispenser coil, the catheter must be flushed with heparanized saline via the distal port to activate the hydrophilic coating. The flushing must be replaced if difficulty in removing the product from the dispenser coil occurs. This reported defect will be monitored and trended through the monthly complaints review board.